Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty igniter. In addition, a worn-out scope socket causing air leak, faulty power supply causing the unit not to turn on, and a non-olympus lamp life meter under 50hrs were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source man lamp does not ignite but the spare lamp works. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the emergency lamp lights up instead of the main lamp due to a faulty igniter and the power does not turn on likely due to a faulty power unit. Olympus will continue to monitor field performance for this device.